Manufacturer narrative:
The device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc confirmed the device, and found there was the white foreign matter adhering to the lens of the device and the black foreign matter adhering to the nozzle of the device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported phenomenon could not be conclusively determined. Omsc surmised that the white foreign matter of the lens came from the component of defoaming agent based on a component analysis. Omsc surmised that the black foreign matter of the nozzle came from the component of the silicon rubber products based on a component analysis.

Event description:
During preparation for use, the user found the white foreign matter adhering to the lens of the distal end of the insertion tube of the device and the foreign matter adhering to the nozzle of the distal end of the insertion tube of the device. The device had been reprocessed with a non-olympus (made by kaigen) automated endoscope reprocessor. Other detailed information was not provided. There was no report of patient injury associated with the event.